Event description:
Facility, (B)(6), called stating that the left and right locking mechanisms on the 6291-3f walker are allegedly loose and the device cannot be used. This device is not assigned to a specific patient. No injury. Facility is calling the dealer to set up arrangements for a replacement and to return the damaged product. The malfunction has not been confirmed.